Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the ins depletes rapidly, and it also takes a long time to charge ins. They said that "it was at 100 percent yesterday at 330pm and this morning it was at 30 percent, and soon stim will turn off when it gets to 0". Pt says stimulation will shut off when battery depletes and the pain will come back. They said this started "a week and a half or two weeks ago". Pt said their manufacturer representative (rep) texted with them yesterday and was told to call the manufacturer to get a new recharger (rtm). It was reviewed that this sounds more like the programming settings are depleting ins too fast, but pt says it also takes a long time to charge ins and takes "over 2 hours to charge from 30 percent to 90 percent". Pt says that "they just changed my programming less than a week ago". The issue was not resolved. An email was sent to the repair department to replace the recharger. It was reviewed that this longer charging time could be due to high programmed settings that the pt has, but since the rep asked them to replace the rtm the patient was told that they would be sent an rtm but if this doesn't resolve issue they should follow up with their healthcare provider (hcp)/rep. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt called back stating that the issue was not resolved, the implant battery is still depleting too fast. Caller stated that the implant charge will last less than 12 hours. Caller stated that they shouldn't have to charge the implant twice a day. Caller mentioned they have experienced extreme dizziness (to the point of calling ambulance) and stated that they have noted a change in their bowel. Caller stated that it helps with the hip some but when the battery depletes and the implant discharges, then it shuts off and they have return of pain. Agent reviewed information regarding charge frequency expectations and redirected to healthcare provider (hcp) for further investigation and to discuss symptoms. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt called back repeating information regarding their dissatisfaction with the therapy. Caller stated they will be having the device removed on (B)(6) 2022 and they do not feel they should be responsible to pay for it. Agent sent call back request to patient relations. Caller would like a call back this week. The pt also stated they shut the therapy off/stopped using it about 2 months ago as it has only caused them greater pain. Caller stated they have spent thousands of dollars trying to find out if there was something else wrong with them because they cant eat anything without running to to bathroom, stated they never had pain relief (caller stated they hoped it would but it never did), they have a knot on their spine that was never there and it is very painful and they have dizzy spells. Caller also mentioned they just got out of the hospital with pneumonia.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's device created more health issues. The patient asked "what if the doctor put it in wrong?" And it was reviewed that the device/procedure was complex. The patient noted that when they took a deep breath they could feel it moving and the placement of the ins caught on the top of their pants. They turned the device off two months ago because they were getting dizzy and nauseous. They also experienced diarrhea since implant and this had not resolved since the device was turned off.